Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25aug2019. Philips field service engineer (fse) has confirmed high internal o2 alarm. Philips field service engineer (fse) reset the o2 sensor and adjust the voltage. The device successfully passed performance specification testing after the repair was completed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported high inlet o2 pressure. The device was in clinical use at the time of the event; however, there was no report of patient or user harm.